Manufacturer narrative:
This report is for the screwdriver, part and lot number unknown. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.a review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: the initial report for this product occurrence referred to the product involved in the event as a screwdriver the product has been verified to have been an impactor

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed. The impactor was jammed with the proximal femoral nail antirotation (pfna) blade upon receipt. Synthes (B)(4) manufactured 03.010.410 lot no 2569597. The parts were made to (B)(4). No nonconformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The relevant dimensions of the impactor can not be verified anymore as the blade is completely stuck on it and can not be removed. Therefore this evaluation is indeterminate from a manufacturing standpoint. Device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 for complaint (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported when the surgeon attempted to lock the proximal femoral nail antirotation (pfna) blade the screwdriver could not be separated from the blade. It was reported to be impossible to move the screwdriver and everything was blocked, even the trocar. A hammer was used to remove the trocar and the pfna blade which was blocked in the patient. The nail and blade were removed and replaced with a nail from another company. This report is for the screwdriver, part and lot number unknown this is report 3 of 3 for (B)(4).